Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection did not find any visual anomalies with the returned catheter. However, the distal tip of the returned sheath was found to be flared, and sheath was found to be bunched at the strain relief. Therefore, the investigation is confirmed for the reported retraction issues. The balloon was inflated and deflated within the expected deflation timeframe. Therefore, the investigation is unconfirmed for the reported deflation issue. It is possible that the reported deflation issues lead to difficulty retraction the balloon through the introducer sheath. However, the definitive root cause for the deflation issues or retraction issue could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in the right arm subclavian vein, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the right arm subclavian vein, the pta balloon allegedly had difficulty deflating. During removal, the balloon allegedly got stuck inside the sheath; therefore, the balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.